Event description:
My wife underwent the miradry procedure ((B)(6) labs) for hyperhidrosis 12 weeks ago. There was difficulty immediately with the local anesthesia, resulting in total numbness and paralysis of both upper extremities. This persisted for 3-4 hours. There was difficulty during the procedure. The tech was not able to achieve a satisfactory seal with the probe on the right. On the left, greater effort was taken to deliver the treatment. Despite use of local anesthesia causing numbness of both arms, she experienced significant loss of strength in her right arm and hand with associated numbness under her upper arm and extending to the volar aspect of her entire forearm. There was numbness, but not complete anesthesia of her right hand. Her grip strength was about 50% of baseline. Her grip strength has improved to about 90 percent after 8-10 weeks; however, the numbness has persisted as decreased sensation in the same distribution. Her left side has not recovered as well. She initially had marked pain involving her left third and fourth fingers, requiring pain medications and interfering with sleep. Roughly 2 weeks after completing a course of prednisone, but with the continued use of nsaids, the pain has resolved; however, she experienced a similar distribution of numbness on the left which has improved only minimally. Her left sided weakness has persisted, has improved to about 70% grip strength with her third to fifth fingers. Her thumb to index finger apposition strength remains about 25-30%. She has undergone emg testing demonstrating deficits. An MRI is pending. She is undergoing ot to maintain hand and forearm strength. This injury is so severe that she cannot use a keyboard. She has marked difficulty latching a bracelet and putting on earrings. She is a resilient and determined woman, but is extremely frustrated and disappointed with this adverse outcome. We are concerned that there are not adequate safeguards built into the process of energy delivery that can result in significant neurologic injury. By the way, she is still sweating as she was before the procedure.